Event description:
On (B)(6) 2012, a customer contacted baxter's technical service center regarding an unrelated issue. During the conversation, the patient requested to end therapy to go to the hospital for peritonitis. On (B)(4) 2012, (B)(4)'s pharmacovigilance followed up with the home patient's (hp) husband regarding the event. The following information was reported. On an unreported date in (B)(6) 2009, the patient began peritoneal dialysis (pd) therapy for kidney function getting lower. In (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized for the event. Upon admission to the hospital, the patient's pd catheter was removed and the hp was switched to hemodialysis. At the time of this report, the patient remained hospitalized. The patient had not recovered from the event. The husband reported the cause of the peritonitis is unknown; the doctors did not tell him a cause.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Since the lot number was unknown, a batch review could not be performed. A written request for follow-up information was requested from the patient's health care provider. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. There was no sample available for evaluation. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.